Event description:
It was reported that the tubing hook was out-of-service. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. Reporter phone: (B)(6). Device evaluation: one device was received for evaluation. Visual inspection found a damaged dso seal, scratched and defective lcd lens/display, and a damaged battery compartment. Functional testing was able to verify and duplicate the reported problem. It was determined that the latch was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.